Event description:
The following has been reported: pump problem: always stating "reload cassette, tubing set is misloaded" even when reloading new cassette. No pumps were causing patient harm and no report of stopped infusion. A preliminary review of the logs shows the following: mechanical hardware failure (av spring cage) an active infusion was not delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, primary fva pin was experiencing significant drag. The secondary pin was experiencing a slight drag. The fva pins had a buildup of a black substance on their surface. The primary fva pin had a thicker buildup that created a hard ridge like ring around the pin. The fva pins and lip seals were cleaned using 70% alcohol. The unit then passed the final acceptance test. The lip seals will be replaced and the fva pins cleaned during repair.